Manufacturer narrative:
(B)(4). Analysis is normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient developed a pocket infection. It was not sure when the infection was first detected, or what symptoms the patient experienced. The system was explanted. The patient was in stable condition post-procedure.